Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep confirmed that the motion batteries were not holding a charge. The rep replaced motion batteries. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that the site had a "critical battery error" message pop up on their imaging system. There was no patient involved with this concern.